Manufacturer narrative:
The lvad was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that for several days the patient had frequent pulsatility index (pi) events and multiple low flow alarms presumed to be due to nil per os status. The patient underwent a transesophageal echocardiogram and cardioversion. Subsequently, the patient developed high flows with corresponding high power. The patient denied that the system controller was exchanged or disconnected. The log file was reviewed and low flow alarms and power elevations were noted. Two pump stops occurred on (B)(4) 2014 and (B)(4) 2014. The pump then resumed normal operation and the alarms resolved. The events occurred while connected to a patient cable. No further reports of alarms were received and no further information is available.

Manufacturer narrative:
The reported event of low flow alarms, elevated power, and a system stop were confirmed via the log file analysis. On (B)(6) 2014 and (B)(6) 2014, events were captured where the pump speed dropped below the low speed limit and then the speed was captured at 0 rpm's. After each event, the pump speed returned to above the low speed setting in the following events. Multiple events were captured where a low flow hazard status was active. During the low flow hazard events captured the pump speed matched the set speed. The returned system controller was functionally test and found to operate as intended during analysis. Atypical pump stops were not observed or reproduced. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.